Event description:
Procedure was operation to remove foreign body (sutures) in abdomen for 18 years. Doctor used product interceed over operative site internally without pt's consent. Three weeks following operation developed severe frontal abdominal pain, chills (shaking). Was evaluated: post-surgical infection. Put on 2 weeks i.v. Antibiotics. Shaking chills subsided. New severe frontal abdominal pain continues. Assessment: adhesions. Pt feels this product caused their symptoms. A year before no interceed was used and pt healed well.

Event description:
Add'l info rec'd from MFR 9/29/03: the only info provided by the customer is the product code, 4350. No lot number was provided. The product was also not available to return. Despite attempts to obtain info regarding the actual lot number, no add'l info could be provided to MFR by the customer. Therefore, since MFR was unable to obtain the device in question and no lot number could be provided, no evaluation or lot review could be conducted. However, this event was fully reviewed and discussed by MFR's medical director with the attending physician, and both have agreed that the product did not contribute in any way to this pt's symptoms. Further, complaint data for nearly three years prior to this report (january 2000 through september 2003) was evaluated via control chart technique to determine if a negative trend existed for post-procedural complications with this product. No negative trend was detected.